Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the low 300 mg/dl range and was being addressed with a correction bolus. The customer changed the cartridge, infusion tubing and site. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed.